Manufacturer narrative:
The initial reported event of inappropriate shock was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined impedance and oversensing with short v-v intervals seen on electrocardiograms. The lead had a fracture. The lead was programmed off. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.